Event description:
Same case as MFR# 2134265-2013-02969. It was reported that during a coronary stenting treatment procedure stent damage occurred. A 32mm x 3.50mm ion drug-eluting stent was attempted to be advanced through a 7 fr guideliner but the "front" of the stent lifted and would not advance. Another 32mmx3.50 ion stent was attempted to be advanced through a 6fr guideliner and the same issue occurred. No complications were reported and the patient's status was fine..

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).